Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 201 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 100mg/dl. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is 09/08/2016. The meter memory was reviewed for previous test result history: (B)(6). Customer administered insulin due to the 201mg/dl and 2 and 1/2 hours later customer tested and meter read 55mg/dl customer experimented symptoms of low blood sugar, felt hungry, the lips went numb, and his head felt light. Customer ate cranberries to raise the glucose level. Customer tested again 1 hour later and meter read 202mg/dl. Customer is feeling well at the time of the call.